Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. A system check was performed by tandem technical support and the occlusion was found to be within the tubing. Customer reported using apidra insulin. Customer reported blood glucose level was "high" on the cgm graph. Elevated blood glucose was addressed with correction injection via manual injection.